Event description:
It was reported that the ilet displayed alert 38 followed by an unable to proceed alert during a supply change, and multiple restart and rewind attempts without supplies installed did not resolve the issue, consistent with a consecutive stalled motor malfunction of the insulin delivery mechanism. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of insulin pump therapy with transition to backup therapy. Investigation included review of device error history and shipment tracking for device exchange. Investigation of this case revealed a recurrent motor stall condition preventing system initialization. It was concluded that the device experienced a malfunction of the insulin delivery motor resulting in failure to proceed with setup and the need for device replacement.

Manufacturer narrative:
Investigation description: complaint confirmed. The motor had stalled while attempting a rewind command. Opening the device found that the motor casing was loose, allowing the motor shaft to wobble.